Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The neurovascular treatment procedure was completed as planned as the issue didn't affect the procedure. There was no reported harm. The philips engineer went onsite and identified the issue was caused by loose bracket, which resulted instability in the mcs corrugated tube (monitor ceiling suspension corrugated tube). The fse adjusted the mcs corrugated tube support. After adjustment, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was executed as intended, and the incident did not impact the utilization of the equipment. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the tube was defective. No harm was reported to philips. Philips has started an investigation of this complaint.